Event description:
Pt scheduled for right thoracoscopy and lung biopsy. Tsb45 stapler misfired on the third firing, creating a tear in the lung tissue. A thoracotomy was performed to repair the tear. The stapler was used two more times.